Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-7800 fibertape® cerclage tensioner got stuck during a case. It would not tension correctly and would get stuck.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-7800 batch number 052416 was received for evaluation. Visual evaluation revealed regular signs of wear. Functional testing was conducted by passing a suture through the cannulation and applying tension. The results indicated that the upper body did not move smoothly. The most likely cause of the reported failure is user error. Proper cleaning and maintenance are essential for the optimal performance of reusable devices.